Manufacturer narrative:
Visual evaluation: a visual examination of the returned device identified that there was a large build up of solidified blood inside the balloon and inflation lumen. The balloon had been inflated and was not refolded. The profile of the unfolded balloon could potentially have contributed to the restrictions experienced by the physician in attempting to cross the lesion with this device. A closer examination of the balloon found that a longitudinal tear existed in the balloon material. The tear was located over the distal markerband and extended proximally along the balloon for a total length of 7mm. A microscopic examination of the distal markerband found no issue. The actual tear site was jagged in appearance. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. To date there are no similar complaints related to this manufacturing batch number. The root cause of this defect is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
Reportable based on the product analysis approved on 04/30/2008. It was reported that during an unspecified procedure, the 2.5x15mm maverick balloon was unable to cross the lesion. The lesion being treated was located in the severely tortuous, severely calcified and 90% stenotic left anterior descending artery. The physician advanced the 2.5x15mm maverick2 balloon to the lesion and encountered significant resistance and was unable to cross the lesion. There were no patient complications. The procedure was not completed. Patient status is reported as "good". However, the returned product analysis revealed that the balloon was ruptured.